Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited chronic noise . Noise was reproducible with isometric testing. During procedure, the physician noted that it was difficult to remove the leads from the device header. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Final analysis was normal. No anomalies were found.